Event description:
It was reported by the customer that a micro saggital saw overheated. The account was unable to provide detail as to which specific hand piece overheated, as several were put into a repair bin together. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the bearings were discovered to be damaged and the motor was corroded.